Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). This report is for unknown unk - screw cortex/unknown lot number. Original implant and explant date unknown. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: complained issue could not be replicated and/or confirmed based on the available information. No pictures and x-rays were provided and no material was returned for investigation. There are no allegations of device defects, deficiencies or surgical technique errors associated with this complaint. As there are no devices, malfunctions alleged and no associated surgical technique errors. No further information was available. Products were not returned to our location. Without investigation it cannot be defined if a corrective action is necessary. Unknown - screw locking: DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. Unknown - screw cortex: DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. The 440.834: DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient developed a bullous dermatitis after removal of a tomofix medial high tibia plate. No information available about patient condition and outcome. It was a planned removal surgery. The outcome for the patient was pain and infection. This complaint involves 3 parts. This report is 2 of 3 for (B)(4).